Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one unknown zimmer screw was reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use (ifus), risk files and other available information. DHR and complaint history review could not be performed since the lot/item numbers were unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Based on the available information, device malfunction and the reported event could not be verified since the product was not returned. H3 other text : product not returned

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported a loosening of the crown.